Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have a "known lead fracture" that the doctor was monitoring, as it was a "little fracture" that did not require replacement. The lead remains in use. No patient complications have been reported as a result of this event.